Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the customer's report was verified and attributed to the monitor board. The monitor board was replaced to rememdy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.